Manufacturer narrative:
A device history record(DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Stripped interlock block and cracked tank cover. Wear and tear damaged drain fitting, line cord, reflux plug, and block assembly. After the visual inspection the tank was filled with water, attached the temp check, plugged in line cord, and turned on power switch. The reported problem was duplicated. The root cause was determined to be a faulty heater drawing too much voltage. The faulty heater was replaced. UDI is unknown. Operator of device is unknown. Initial reporter also sent the report to the FDA is unknown. Manufacturing site address is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported an over loading circuits. No patient injury was reported.